Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation updated fields: d8,h2, h3, h6 (type of investigation, investigation findings and investigation conclusions) and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cord light guide bundle was slightly fractured and weakened. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the electronical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device exhibited the image is only half, and half is a blackout, the issue occurred during inspection for use, before the patient room. There were no reports of patient involvement.

Manufacturer narrative:
E1 establishment full name: (B)(6). E1 completed address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.